Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer reported that the blood glucose at the time of the incident was 405 mg/dl. The customer did not provide the symptoms related to the high blood glucose. Customer was treated for their high blood glucose with insulin pump. The customer also reported that the insulin pump alarmed motor error and a motor position encoder error. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.